Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the placement of this left ventricular (lv) lead, it perforated the patient and caused a pericardial effusion and cardiac tamponade which was confirmed through an echocardiogram. The physician was able to treat the patient and the lv lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the lead was performed. No anomalies were noted at the tip section of the lead. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.